Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead was observed to be bent after an attempting to fixate it. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿lead tip bent¿ was confirmed. As received, a complete lead was returned in one piece the stylet used during the procedure was returned inserted inside the lead. Visual and x-ray examination found the distal region of the lead and the stylet were bent. The cause of the reported event was isolated to procedural damage.